Event description:
It was reported that the ats 3000 tourniquet device was used in a knee case. It was reported that approximately half way through the case, there was increased blood observed in the field. It was reported that the cuff fit was appropriate and was checked to make sure it did not come loose. The pressure on the machine was reading appropriate pressure and the blood pressure had not increased, according to the anesthesiologist. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.